Event description:
It was reported that there was a leak between the extension line of the catheter and the connector catheter. The leak occurred in the cardio vascular department. There was a risk of embolism, so the catheter was removed and a new catheter was successfully inserted. There was a delay in treatment with no harm to the patient and no complications or death occurred.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.